Event description:
It was reported that the patient is in hospice. Attempts have been made and no further information has been provided.

Event description:
No additional event information is available at the time of this report.